Event description:
It was reported that revison surgery was performed due to a peri-prosthetic fracture. The original implantation took place in (B)(6) 2008.

Event description:
The patient was originally implanted with a total hip system in (B)(6) 2007. The patient was reportedly well and satisfied following device implantation. Recently (exact date unknown), the patient fell and experienced peri-prosthetic fractures of the leg/hip implanted in 2007. On (B)(6) 2013, whilst these fractures were being treated, the orthopaedic surgeon revised the patient's acetabular liner and large diameter metal head, and implanted a polyethylene acetabular liner, whilst leaving the acetabular shell implanted. It was understood that the patient's post-operative condition was not positive, and death was expected as a likely outcome. It was subsequently reported that the patient died.

Event description:
Frail, elderly patient had a heavy fall with clavicle, rib & vancouver b2 peri-prosthetic fracture and her asa grade 4. Patient condition deteriorated from chest infection & heart failure and died. Surgeon does not fault devices.

Manufacturer narrative:
Device implantation took place in (B)(6) 2007.